Event description:
Patient started trial on (B)(6) 2025. Turned off stimulation on (B)(6) 2025 due to patient not getting stimulation in target area. Scheduled patient to come into office on (B)(6) 2025 for reprogramming, but she was unable to attend. Patient unable to be reached until tuesday evening (B)(6) 2025, when she told me that she was admitted to hospital after reporting severe lower back pain. Patient discharged wednesday (B)(6) 2025, and had her leads taken out on (B)(6) 2025 at 1:30pm. Reported all communications to treating dr. Dr. Does not think that mdt trial equipment was cause or related to patients pain and hospitalization.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.